Event description:
The patient's discharge summary was reviewed and it was found that the patient had been admitted to the hospital with respiratory failure with hypoxia along with sepsis, a urinary tract infection, seizures, myocardial infraction and late effects of cerebrovascular disease. The patient's family decided to cease medical care and focus only on comfort measures. The patient was then discharged form the hospital and released into hospice care. The patient passed away the next day.

Event description:
The company representative was following up on patient¿s whose generators were potentially at end of service and an online obituary was found. The cause of death was not listed in the obituary. After following up with the funeral home, it was found that the patient had been cremated. The facility did not know the cause of death however, they stated the device was removed and discarded prior to cremation. It was found when searching through records that the device was reported to be dead several years before the patient¿s death. No additional relevant information has been received to date.